Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received. Additional contact information: (B)(6).

Event description:
The event involved a microclave¿ clear neutral connector which was reported to have leaked during flush. The leak is between the safestep and the microclave connector; the site is ok. The product is connected to the access device, a bd safestep needle. There was no unexpected or prolonged care happened and invasive procedure is not provided or not applicable. There was patient involvement, however, harm was not reported as a consequence of this event. This report reflects one of four.

Manufacturer narrative:
The actual sample was not available for evaluation. One photo was shared by customer for evaluation. The complaint of leaks cannot be confirmed based on the photo provided by customer. No product sample was received for investigation, therefore, a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. Device history review was reviewed and no non conformities were found that would have led the reported complaint.